Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.

Event description:
It was reported that during central processing, it was identified that wires were fraying at the distal end of the double fenestrated grasper instrument. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument has been returned and evaluated. Failure analysis found the instrument's pitch cable to be frayed. The pitch up cable was frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. No other damage was found.